Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation, as the device status is unknown at this time. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned via the implant patient registry that an 11500a 23mm inspiris resilia aortic valve, implanted for six (6) months, was explanted due to unknown reasons. The explanted device was replaced with an 11500a 21mm inspiris resilia valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned via the implant patient registry that an 11500a 23mm inspiris resilia aortic valve, implanted for six (6) months, was explanted due to acute mrse/mssa bacterial endocarditis with calcification and stenosis. The patient presented with a nstemi, heart failure and endocarditis. The explanted device was replaced with an 11500a 21mm inspiris resilia valve. The patient was discharged on pod #23. Per medical records the patient was admitted with mrse/mssa aortic valve endocarditis with a perivalvular abscess and heart failure. The patient underwent redo avr and CABG x4. The patient was discharged on pod #23. The patient was admitted two (2) days later after being found down/unconscious at home. The patient did not receive CPR until the ems arrived. The patient was transferred to the hospital where they remained in a persistent vegetative state and expired eight (8) days later. The cause of death acute heart failure. Per medical records: pathology - gms stain for fungus was requested and positive for fungal elements/spores. Aortic valve prosthesis (gross diagnosis) soft tissue demonstrates marked acute and chronic inflammation with necrosis. The membranous tissue is white and smooth without obvious thrombi or calcification.